Event description:
There was a recall notice on my philips respironics remstar auto a-flex system one. The problem is the serial number has been erased by usage (placed a wrong position under the machine) and when I called the recall number, they refused to help till I provide a serial no. So I am in a limbo, this was given to me by (B)(6) through (B)(6) in approximately 2016, who are not able to provide the serial no to me. How do I get this resolved with philips? FDA safety report ID #(B)(4).